Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint "cable surface damaged." Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation and the wires inside were exposed. Electrical continuity was performed and passed. No thermal damage observed. The root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.133¿ - 0.231 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to the mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial# n10200703-0112) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used in a procedure on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. The fenestrated bipoloar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage after a procedure, with no evidence or claim of user mishandling or misuse. A damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the surface of the cable for fenestrated bipolar forceps was found to be damaged. There was no report of patient involvement.